Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-16. A follow up letter was sent to the patient and the patient was calling to state that nothing in it applies to them. Their therapy was adjusted for comfort 2 times since implant and nothing else was done to it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# j0228029v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-28, lot# l74566, implanted: (B)(6) 2000, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient started having lead issues sometime after 2007. It was reported the patient was half crippled due to having a few surgeries related to their leads due to something that had occurred internally. The patient had been cut open front and back twice to resolve the lead issues.